Event description:
It was reported that a pta balloon detached from the catheter shaft while being retracted through a 7f introducer sheath. After several failed retrieval attempts were performed, additional access was then made in the patient's right femoral artery and a snare was used to successfully retrieve the detached pta balloon in its entirety.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned, and the investigation is currently underway.